Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) had a balloon burst. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The products were not returned for analysis. The product history record (phr) reviews of lot f1828301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) and/or the condition of the sheath may have contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr reviews nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective action will be taken at this time.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) had a balloon burst. There was no reported patient injury.